Event description:
It was reported that this right atrial (ra) lead exhibited undersensing and loss of capture as observed through device-based testing. The specific cause of the undersensing and loss of capture was not determined. The ra lead was surgically abandoned and replaced. There were no additional adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.